Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced hemoptysis following her implant procedure on (B)(6) 2016. Per physician, the event was limited to small hemorrhage in patient on chronic dual platelet therapy. Diagnostic studies were performed but the results came back negative. The patient was transferred to the intensive care unit once the hemoptysis resolved. Unfortunately, the patient passed away a couple of days following the implant procedure. The cause of death is unknown.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Initial reporter occupation was inadvertently omitted on the initial report. MFR information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report.